Manufacturer narrative:
(B)(4) g2 : foreign: poland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, while inserting the head, the plastic tip of the instrument fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; h2; h3; h6. The reported event was confirmed by review of pictures. Visual examination of the provided photos identified a two prong impactor and the black impactor pad is fractured. The device history record was not reviewed due to device history record review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.